Event description:
Patient reported an "infection" os. The patient reported wakening, after sleeping in the lens, with pain and photophobia. The patient returned to the optometrist and was referred to an ophthalmologist. The patient stated treatment included antibiotics for a week and rest from lens wear. The patient states eyes are no longer red and vision is now fine. The patient would not provide contact information for the treating physician. As definitive information is not available, this complaint will be filed as serious as a worst case.

Manufacturer narrative:
Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterlization requirements were successfully completed.